Event description:
The pt with this implantable cardioverter defibrillator (ICD) expired, despite delivery of anti tachy pacing and 8 ineffective shocks. The device and lead have been returned for analysis.